Manufacturer narrative:
G4: 03mar2020. B4: 05mar2020. The customer could not provide the patient's information. The ventilator had to be changed out as a result of this event. The customer reported that replacing the central processing unit printed circuit board assembly (cpu pcba) resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22jun2020. B4: 23jun2020. This complaint has been re-assessed. The patient had to be changed to a different unit as a result of this event, however, there was no report of medical intervention being required. Based on this information, the reported event has been updated to non adverse event. The replaced central processing (cpu) unit printed circuit board assembly (pcba) was returned for failure analysis. The customer's complaint was not verified. The ventilator restart behavior could not be reproduced during testing. A relationship of the device to the reported problem could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 03mar2020 b4: (B)(6)2020. B1: h1 updated based on the information received on 03mar2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/10/2020.

Event description:
The customer reported that the ventilator shut off and back on. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The customer troubleshot with technical support and found the diagnostic code related to ventilator restart due to anomalies in the diagnostic report.